Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and patient weight is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced uncomfortable stimulation. X-ray imaging revealed migration of the right lead. Additionally, it was reported that the patient¿s ipg had reached end of life. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the right lead and ipg was replaced to address the issue.

Manufacturer narrative:
Correction: a4 - the patient weight should have been 170 pounds rather than 175 pounds. Correction: e1 - the reporter's name should have been (B)(6) rather than (B)(6). The reporter establishment name should have been (B)(6) center rather than (B)(6) ctr. The reporter address should have been (B)(6) rather than (B)(6). The reporter zip code should have been (B)(6) rather than (B)(6).